Event description:
The patient was determined to need a 23mm sapien valve by tee. The valve was placed into the native annulus and deployed. Just before the balloon was deflated it burst. The valve was well apposed and trace pvl or cai was noted. The delivery system was pulled back into the right iliac and it was noticed that the nosecone of the retroflex 3 had separated. The piece was located and attempts were made to pull it back into the sheath. The shaft of the delivery system that provides a lumen for the wire snapped and completely severed the nosecone from the rest of the system. It lodged just outside of the sheath and a cut down was needed to remove that piece.

Manufacturer narrative:
Cine imagery review. A device history record (DHR) review for the rf3 delivery system was performed and all manufacturers' specifications were met prior to release for distribution. Cine images were submitted to edwards for review. The following observations were made: severe aortic calcification, moderate-severe root calcification, no porcelain aorta. Noted to have bulky calcium on rcc leaflet and a nodule just below the left main ostium. Image intensifier angle satisfactory although unable to clearly see middle sinus in plane. Post valve deployment shows sapien valve in a good perpendicular plane. Bav unremarkable on inflation (non edwards balloon). Satisfactory coaxial alignment noted with 50:50 sapien positioning. No loss of capture and ventilation not held during deployment. On deployment of sapien balloon burst at final expansion. No cine demonstrating follow-up stability of valve but trace pvl and no cai noted on cer report. Next cine demonstrates attempt to remove delivery system through sheath. At this point the nose cone appears intact with the delivery system. On retrieving sheath and delivery system, the sheath retracts easily but delivery system stretches, does not retract, and appears under tension from beyond the distal tip of the delivery system. Nose cone and / or delivery system appears to be caught on some anatomical structure not visible on cine. No cine demonstrating severed nosecone. Heavily calcified areas at level of descending aortic and iliac bifurcation. Impressions: successful sapien deployment in 50:50 position with noted balloon burst at end deployment. Possible reason for balloon rupture is heavily calcified rcc and nodule close to left main. No echo provided to further assess valve functioning, calcification, or pvl. Cine showed difficulties with retracting delivery system through sheath. No cine shots of dissected nose cone from delivery system. It did appear that that the delivery system was getting caught up on some anatomical structure not visible on cine causing the system to stretch under tension. Unable to fully assess balloon rupture and nose cone dissection due to limited cine images. Additional information provided by the edwards clinical specialist indicated the patient was still having trouble with the right groin cutdown healing at the 30 day post op visit. The patient had been prescribed one course of antibiotics by her vascular surgeon and is being assessed for further treatment (i.e. Drainage or more antibiotics). Aside from the leg/groin pain, however, the patient was noted to be doing quite well from a cardiovascular standpoint; the patient was noted to have walked two laps compared to baseline.

Manufacturer narrative:
(B)(4): surgical cutdown of access site. Dimensional test performed. The retroflex 3 delivery system was returned to edwards for evaluation in a used condition. Visual and dimensional inspections were performed. Visual inspection revealed a longitudinal tear along the length of the balloon still attached to the catheter. The balloon separated in two pieces transversally, with the transverse tear occurring near the proximal edge of the nosecone component. Balloon double wall thickness was measured and found to be within specification. The guidewire lumen was observed to have significantly stretched during device retrieval attempts, and therefore the lumen's length is significantly longer than the device specification. Additionally, the color of the lumen was noted to have changed to a light blue color from the lumen being stretched. Observing the nosecone component that had separated, and the distal end of the guidewire lumen that was connected to the nosecone, it is likely that the high retrieval forces caused the guidewire lumen to tear proximal to the nosecone/lumen bond. Visual and dimensional inspection of the delivery device did not reveal any manufacturing defects or non-conformances that may have attributed to the event. Available information suggests that patient factors may have contributed to the event. Review of complaint history revealed similar confirmed complaints for balloon rupture. These types of complaints have been previously investigated and documented in a technical summary. Balloon bursts in the past have predominantly been due to patient anatomy (specifically, a calcified annulus). The technical summary states that deployment balloons are subject to increased risk of burst in a calcified annulus via the following: open cell impingement: "open cell" valve areas only contains flexible cloth and tissue. Calcific nodules aligned with these open cell areas can impinge upon the balloon during inflation, which will deform the balloon structure and cause high stress regions with greater risk of rupture. Stress concentration: if a valve frame strut is expanded against a calcific nodule, the balloon will experience non-uniform stress around the circumference, resulting in higher risk of balloon rupture at the least compliant point where the valve strut is constrained by the calcific nodule. We can speculate that the root cause of this complaint could be related to the rationale outlined in the above referenced technical summary. There is no indication of an increasing trend that surpasses control limits for this failure mode. The second failure being investigated is regarding the balloon splitting completely into 2 pieces. A balloon burst increases the possibility of leaving a protruding section of material that can interfere with an obstacle during retrieval. This interference could cause difficulty removing the delivery system or cause the balloon and guidewire lumen to sustain additional damage. The protruding balloon material appears to have caught on something and stretched during retrieval, ultimately causing it to tear into two pieces. Due to the high forces used while attempting to retrieve the device, the guidewire lumen was stretched and damaged, which caused the nosecone component to become detached from the delivery system. Conclusion: there were no manufacturing non-conformances found on the returned device. The balloon component is 100% visually inspected for defects, burst pressure tested, and 100% dimensionally inspected during the manufacturing process, which makes it highly unlikely that a damaged or out of specification balloon component is the root cause. The balloon is inflated to ensure proper size and inspected for mechanical damage, and the device is leak tested after the balloon is pleated and folded. This makes it highly unlikely that a pre-existing pin hole on the balloon could have caused a rupture. No further action is required at this time. A device history record review could not be performed at this time, as the lot number has not been provided.